Event description:
It was reported that a user performed an incorrect supply change sequence and connected a new infusion set before initiating the fill tubing step, resulting in no tubing fill while connected; with guidance, the user removed the set, prepared a new 23-inch teflon inset infusion set, filled the tubing until drops were observed, primed, applied the new set, and completed the cannula fill, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and continuation of insulin therapy. Investigation included user guidance and troubleshooting to complete the correct priming and set application steps. Investigation of this case revealed user procedural error during supply change, with the device and infusion set functioning as designed once standard fill and priming steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use instructions.